Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer spontaneously went into emergency vvi pacing mode during left ventricular (lv) threshold test. The clinician reprogrammed the patient to the initial interrogation setting and then transferred the patient to another exam room to complete the device check with a different programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The programmer passed testing, with no anomalies found. (B)(4).

Event description:
It was reported that the programmer spontaneously went into emergency vvi pacing mode during a left ventricular (lv) threshold test. The clinician reprogrammed the patient to the initial interrogation setting and then transferred the patient to another exam room to complete the device check with a different programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the programmer spontaneously went into emergency vvi pacing mode during left ventricular (lv) threshold test. The clinician reprogrammed the patient to the initial interrogation setting and then transferred the patient to another exam room to complete the device check with a different programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was further reported that the programmer had been returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The programmer passed testing, with no anomalies found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.